Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported she dropped, the infusion device on the floor 2-3 days ago and the device displayed an error e7. Pt stated she changed the battery, the insulin cartridge and the infusion set. Pt reported her blood glucose level on (B)(6) 2011 was 430 mg/dl. Pt's normal blood glucose range was not provided. Pt stated, she took correction via the infusion device and pen and then was able to get her blood glucose level under control by herself. Pt reported, the infusion device made unusual noises during operation while the bolus was being delivered. Pt stated, she thinks the infusion device delivered an inaccurate amount of insulin. Pt reported, she has a cold. No further info was available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.